Event description:
It was reported that the patient experienced a low blood glucose event while using a Dexcom G7 with an iLet device, with the lowest continuous glucose monitor reading of 51 mg/dL confirmed by glucometer, treated with oral carbohydrates of an unknown amount, and the patient planned to disconnect from the iLet until a follow-up review with the clinical team; the reason for the low was unclear, and available device information was insufficient to associate a specific component. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.